Event description:
The customer reported the left monitor displayed a no input error. No report of patient injury.

Manufacturer narrative:
The ge representative performed an onsite investigation. The video cables were secured to the dicom box. The system was then found to be operating as intended.